Manufacturer narrative:
The returned device was evaluated. During testing, the unit was able to power on, and one missing segment of the bottom green led display was identified. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed an open for the diode in the non-illuminating segment on the led display. The defective display component on the system board causes the segment to not illuminate. A service history record review reveals that this unit was in the field for one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported, rad-5v has issue with missing segments on display. No patient impact or consequences were reported.